Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. It was stated the discrepancy has been in excess of 100 points. The sensor gave a reading of 40 mg/dl or less while customer's blood glucose was 113 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and did not agree to return the product for analysis.